Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) results for four to five patient samples. Data was only provided for three patient samples. The samples were repeated on the same cobas e411, and then sent to another laboratory that used a roche analyzer, but the specific type of analyzer was unknown. Patient sample 1 original result was 11.74 ng/ml. The repeat results were 6.86 ng/ml and 6.97 ng/ml. The sample was sent to a reference laboratory and the result was 6.8 ng/ml. Patient sample 2 original result was 8.16 ng/ml. The repeat result was 6.38 ng/ml. The sample was sent to a reference laboratory and the result was 6.03 ng/ml. On (B)(6) 2016, patient sample 3 original result was 3.83 ng/ml. The physician questioned the result and the sample was repeated with a result of 0.243 ng/ml. The erroneous results were reported outside the laboratory. The patients were not adversely affected. The reagent lot number was 19024501 with an expiration date of 08/31/2016. The field service representative ran performance testing. He determined that the customer's sample integrity was questionable as they were centrifuging samples for three minutes where the tube manufacturer's recommendation was ten minutes.

Manufacturer narrative:
A specific root cause could not be identified. The most likely root cause was a too short centrifugation time compared to the tube manufacturer's recommendation. Based on the provided data, a general reagent issue could most likely be excluded. Typical causes of this type of issue include insufficient electromagnetic interference (emi) lab compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.